Event description:
Info received indicated the siderail will not latch.

Manufacturer narrative:
The hill-rom tech found a sticky substance inside the latch. He cleaned and lubricated the latch to resolve the issue.